Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed information on how to perform a complete pump reset, and the caller planned to reset the pump at their convenience and follow up if the issue continued.